Manufacturer narrative:
No conclusion code available. Failure event observed during analysis. A partial connector portion was returned. Final analysis found full breached insulation degradation noted at 4.5 cm from the connector pin.

Event description:
This report is to advise of an event observed during analysis.